Event description:
The patient's father reported that the patient presented to (B)(6) hospital on (B)(6), 2026, due to a skin irritation. While wearing the pod for between 5 and 24 hours, the patient reportedly developed a fever, itching sensation, and a rash covering the body. According to the patient's father, no specific diagnosis or cause for the reaction was provided at the time. The pod had been removed the day prior to hospitalization after it began peeling away from the infusion site on the leg. The patient was treated with a steroid injection and referred to dermatology. The patient was discharged on the same day. The patient subsequently resumed therapy with a new pod. The pod involved in the event was reported to be unavailable for return.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.